Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture and a new ra lead of a different model was placed. This lead was disposed of and will not be returned. No additional adverse patient effects were reported.